Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, during a lasik procedure that the equipment did not deliver the proper amount of treatment. At two days post lasik treatment the patient reported blurry vision. The patient received an enhancement procedure at two weeks post the original lasik procedure. Upon additional follow up, it was reported that one week post enhancement procedure the patient was doing well.